Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: dilatation catheter: 2.5 x 12 mm nc trek. Guide wire: runthrough. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified proximal left anterior descending diagonal artery. Pre-dilatation was performed with a 1.5 x 08 mm mini trek balloon catheter. A 2.5 x 28 mm xience prime stent was implanted. A 2.5 x 12 mm nc trek balloon was used for post-dilatation. After post-dilatation a proximal edge dissection was noted. The dissection was treated with a 2.75 x 15 mm xience prime stent. The procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.